Event description:
Report of adverse event information about a device that was not manufactured or imported by (B)(6). Failure to osseointegrate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).